Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer's blood glucose was 433 mg/dl. The customer expressed ketosis and cramping as symptoms related to his high blood glucose. The customer treated his high blood glucose with manual injections. While troubleshooting, the customer stated that the drive support cap appeared normal, that there were not multiple large air bubbles present along the tubing length and that he did not notice any bent cannula. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised to call back in order to complete troubleshooting. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.